Event description:
Journal reference: raucher-chene d, charrel cl, de maindreville ad, limosin f. Manic episode with psychotic symptoms in patient with parkinson's disease treated by subthalamic nucleus stimulation: improvement on switching the target. J neurol sci. 2008; 273(1-2): 116-117. We report the case of a patient with parkinson's disease (pd) who presented a manic episode with psychotic symptoms, secondary to dbs that improved with a change in the target stimulated. Reportable event: one year later, the patient, (B)(6) male, was hospitalized for a manic episode with psychotic features. Divalproex and aripiprazole were prescribed. Concomitantly, the stimulation voltage was reduced (1,7 v on both sides), inducing deterioration of the motor status. The patient displayed less psychomotor agitation but he continued to display some emotional lability and megalomaniac delusions. The stimulated target on the right side was thus switched to the most distal placement. This improved the remaining manic symptoms. Two months later, despite an increase in voltage to maintain motor benefits, manic symptoms have not recurred. See mfg report # 2182207-2008-07300.

Manufacturer narrative:
(B)(4).